Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the dat test at 0.08710 inches. No possible over/under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the carelink pro report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 450 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported event. The customer was treated with manual injection. Customer alleging insulin pump was under delivering. Customer assisted with troubleshooting. Customer was advised to revert the back up plan. The insulin pump will be returned for analysis, however reservoir will not be returned for analysis.